Manufacturer narrative:
PMA/510(k) # p100022/s014. Ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x zisv6-35-125-6-120-ptx stent of lot# c1288055 involved in this event was implanted in the patient, and is unavailable for evaluation. With the information provided a document based investigation was carried out. Images are not available to support the complaint investigation. There is no evidence that this event did not occur, therefore the complaint is confirmed based on customer testimony. According to customer testimony, the patient was known to have a history of prior thrombosis with stents, and had poor run off (single vessel). In addition, the physician stated that the stent should have been placed more proximally. These factors may have caused or contributed to the thrombosis. However, imaging of the complaint event was not provided, the conditions of use cannot be replicated in a laboratory environment and the device is unavailable for evaluation. Therefore, a definitive root cause for this occurrence cannot be determined and no further comment can be made. It can be noted that as per the product IFU, arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to information provided a re-intervention was performed. No further adverse effects for the patient were reported as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
It was reported that a 6 x 120mm zilver ptx was placed through a 50 or 75mmm viabahn which thrombosed after three months of implant. Medtronic admiral dcb was used prior to zptx placement. Zptx was in for approx. A week or so before thrombosis occurred. Patient has single vessel runoff. Upon reviewing the films, the district manager asked the physician if he thinks he should have extended the stent more proximal and he agreed that he probably should and after thrombolysis that is what he will probably do.